Event description:
Additional information received indicating noise in the shock and atrial channel. Disk analysis result confirmed shock lead impedance with 1 out of range measurement at 0 ohms. Also, atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes were stored. Electromyograms (egm) further showed noise on atrial channel which was oversensed and triggered inappropriate atr episodes. Boston scientific technical services (ts) suspected noise to be related to myopotentials and may indicate lead insulation defect. It could also be due to the atrial lead or a previously abandoned lead rubbing against the distal coil of the rv lead or the atrial lead being in contact with the previously abandoned lead. Ts advised patient to perform a patient initiated interrogation (pii) to see the shock lead impedance after last month and x-ray to verify the lead positions. Additional information was received indicating that an x-ray has been obtained and interrogation has been performed recently. The noise observed on the rv seemed to inhibit pacing and was being sensed by the device as ventricular tachycardia (vt). It was reported that the patient was pacemaker dependent. Ts reviewed the x-ray and noted that the abandoned lead was not the reason for the noise. Ts further discussed the issue in detail and suggested additional measures to evaluate the system. Programming options were also discussed. At this time, no further action has been taken.

Event description:
Boston scientific received information that low shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remains in service. No adverse patient effects were reported. Additional information received indicating that the low shock impedance detected had a o ohms value. All other measurements were within normal limits and the patient is currently monitored through the remote monitoring system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the system continued to exhibit a low out of range pacing impedance measurement on the right ventricular channel. A low out of range measurement was also observed on the right atrial (ra) channel. The system was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.